Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 1855 mcg/day via an implantable pump for intractable spasticity and spinal cord injury. It was reported, per the patient, the patient has had multiple motor stalls in the past. No further information was provided regarding this event.